Event description:
The manufacturer previously noted the device was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation speaker and buzzer failures were observed in the device's downloaded event log. The device's system board, buzzer and speaker need to be replaced to address the issue. No repairs were performed. The customer did not approve the estimate. The device was returned to the customer unrepaired.